Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ('pelvic pain') and embedded device ('the coil is embedded in the soft tissue and unable to be unscrewed'). In an adult female patient who had essure (batch no. B27986), inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed, "did not undergo confirmation test". On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)"), hypersensitivity ("hypersensitivity"), psychological trauma ("psych injury"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), migraine ("migraine") and nausea ("nausea"). And was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full), and hysterectomy (full), salpingectomy bilateral). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, embedded device, abdominal pain, dysmenorrhoea, dyspareunia, heavy menstrual bleeding, hypersensitivity, psychological trauma, vaginal discharge, fatigue, migraine, nausea and weight increased outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, embedded device, fatigue, heavy menstrual bleeding, hypersensitivity, migraine, nausea, pelvic pain, psychological trauma, vaginal discharge and weight increased to be related to essure. The reporter commented: on (B)(6) 2014, she implanted essure (discrepancy noted). Lot number#: b27986, manufacturing date: 2013-04, expiration date: 2016-04-30. Quality safety evaluation of ptc: no defect could be confirmed, by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations, during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed, with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 11-may-2021, quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted. Including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and embedded device ('the coil is embedded in the soft tissue and unable to be unscrewed') in an adult female patient who had essure (batch no. B27986 - right, b27986 - left) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)"), hypersensitivity ("hypersensitivity"), psychological trauma ("psych injury"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), migraine ("migraine") and nausea ("nausea") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full) and hysterectomy (full) salpingectomy - bilateral). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, embedded device, abdominal pain, dysmenorrhoea, dyspareunia, heavy menstrual bleeding, hypersensitivity, psychological trauma, vaginal discharge, fatigue, migraine, nausea and weight increased outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, embedded device, fatigue, heavy menstrual bleeding, hypersensitivity, migraine, nausea, pelvic pain, psychological trauma, vaginal discharge and weight increased to be related to essure. The reporter commented: on (B)(6) 2014, she implanted essure (discreppancy noted). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021: medical record received. Even device embedded added. Lot number & reporters were added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), hypersensitivity ("hypersensitivity"), psychological trauma ("psych injury"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), migraine ("migraine") and nausea ("nausea") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia, hypersensitivity, psychological trauma, vaginal discharge, fatigue, migraine, nausea and weight increased outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, fatigue, hypersensitivity, menorrhagia, migraine, nausea, pelvic pain, psychological trauma, vaginal discharge and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-sep-2019: plaintiff fact sheet received. Event injury was deleted and device category changed from device other event to incident. Events added from pfs- dysmenorrhea (cramping),dyspareunia (painful sexual intercourse), pelvic / abdominal pain, menorrhagia (heavy menstrual bleeding), hypersensitivity, psych injury, vaginal discharge, fatigue, migraine, nausea, weight gain, did not undergo confirmation test. On 16-sep-2019: plaintiff fact sheet received. No new information.